Event description:
It was reported that heparin infusion was completed sooner than expected. Heparin was set up to infuse via pump module with bd alaris vented syringe adapter for an 8-month-old patient admitted to the hospital for transplant for acute myeloid leukemia. The ordered infusion rate was 0.29ml/hr. And the volume to be infuse (vtbi) was 7ml over 24 hours. Heparin was prepared in a syringe and the customer reported that the syringe was "overfilled to about 15ml with a 100 units/1ml concentration." The device was programmed via "barcode scanning" and was cosigned by another nurse. Other fluid infusing at the time of the event was normal saline at 4ml/hr. However, it was noted that 15ml of heparin was infused in 1 hour and 30 minutes instead. The event reportedly occurred on (B)(6) 2023 at 2202. Due to the event, blood test was performed to measure the ptt level and the result was "critical" greater than 200. Because of this, the physician ordered protamine sulfate (the reversal agent for heparin) and the patient needed frequent vitals and was placed on the monitor. It was reported that the patient did not have any bleeding and there were no long-term effects. It was also reported that the "protamine worked and patient's repeat coags were normal." Bd has learned additional information. It was reported that a new syringe was used for the new heparin dose and it was "primed by hand with heparin then hung on the pump." The syringe has a volume of 4ml, and the tubing connected to the syringe was 208cm long. It was also reported that the hospital's pharmacy "overfills the heparin with no set amount, but it is used to prime the new syringe sets every night." The customer also stated that "after the 24-hour infusion we discard the remaining heparin. So, there is no way to verify the exact amount given but the plunger on the heparin syringe was at the 15 ml mark, so it is estimated to have given the patient 15ml but her ordered dose was the 7ml. When I went into the room the pump was beeping air in line with no heparin remaining in the syringe." The customer also later provided the syringe that the heparin was in, was a "60 ml syringe filled to about 16ml I believe."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of an over infusion of heparin was not able to be confirmed or duplicated during the investigation. The pcu event log recorded the suspect pump module began a remote IV infusion order of heparin on the date 01jul2023 at the time of 10:36 pm. The infusion rate was at 0.2917ml/h with the volume to be infused (vtbi) at 7ml. The infusion duration was approximately 24 hours. The heparin infusion was paused the following morning on the date (B)(6) 2023 at the time of 4:33 am with a delay of 33 minutes programmed. The infusion was restarted by overriding the delay at the time of 4:37 am. The heparin infusion was manually terminated at the time of 8:29 pm. The calculated volume infused from the date (B)(6) jul2023, and time of 10:36 pm to the date (B)(6) 2023, and time of 8:29 pm is 6.35ml. This value was derived by subtracting the recorded volume infused at the start of the infusion (87.151ml) from the volume infused at the stopping of the infusion (93.501ml). The suspect pump module began a new remote IV infusion order of heparin at the time of 8:34 pm. The rate and vtbi were at the same values as the above infusion. The infusion duration was approximately 24 hours. It was reported that the heparin was within a 60ml syringe with the volume of fluid at approximately 15ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The suspect pump module alarmed for air in line at the time of 9:57 pm. The heparin infusion was not continued after the air in line alarm. The total calculated volume infused from 8:34 pm when the heparin infusion was started to 9:57 pm when the air in line alarm occurred is 0.401ml. This value was derived by subtracting the recorded volume infused at the start of the infusion (93.501ml) from the volume infused at the stopping of the infusion (93.902ml). The pcu event log could not determine why the heparin infusion that was programmed to infuse for approximately 24 hours was terminated early after only infusing for approximately 1 hour and 23 minutes. The inspection and testing process of the suspect pump module did not find any existing malfunctions that may have caused an over infusion event. The pump module was found to be infusing within specification. The incident alaris pump module syringe adapter set was requested but not provided to bd for investigation; therefore, it could not be inspected or tested. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that heparin infusion was completed sooner than expected. Heparin was set up to infuse via pump module with bd alaris vented syringe adapter for an 8-month-old patient admitted to the hospital for transplant for acute myeloid leukemia. The ordered infusion rate was 0.29ml/hr. And the volume to be infuse (vtbi) was 7ml over 24 hours. Heparin was prepared in a syringe and the customer reported that the syringe was "overfilled to about 15 mls with a 100 units/1 ml concentration." The device was programmed via "barcode scanning" and was cosigned by another nurse. Other fluid infusing at the time of the event was normal saline at 4ml/hr. However, it was noted that 15ml of heparin was infused in 1 hour and 30 minutes instead. The event reportedly occurred on (B)(6) 2023 at 2202. Due to the event, blood test was performed to measure the ptt level and the result was "critical" greater than 200. Because of this, the physician ordered protamine sulfate (the reversal agent for heparin) and the patient needed frequent vitals and was placed on the monitor. It was reported that the patient did not have any bleeding and there were no long-term effects. It was also reported that the "protamine worked and patient's repeat coags were normal." Bd learned has learned additional information. It was reported that a new syringe was used for the new heparin dose and it was "primed by hand with heparin then hung on the pump." The syringe has a volume of 4ml and the tubing connected to the syringe was 208cm long. It was also reported that the hospital's pharmacy "overfills the heparin with no set amount, but it is used to prime the new syringe sets every night." The customer also stated that "after the 24-hour infusion we discard the remaining heparin. So, there is no way to verify the exact amount given but the plunger on the heparin syringe was at the 15 ml mark, so it is estimated to have given the patient 15 mls but her ordered dose was the 7 mls. When I went into the room the pump was beeping air in line with no heparin remaining in the syringe."